Manufacturer narrative:
Tandem¿s pump user guide indicate "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were seen in the infusion set tubing. In addition, customer forgot to prime the tubing. Customer's blood glucose (bg) level was "high." A manual injection was used to address bgs. Customer primed out the air bubbles and continued using the pump for insulin therapy.